Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a endovascular embolization, an enterprise2 4mmx16mm intracranial stent (encr401612, 8779795) became impeded in y connector and could not advance any more. The physician retracted the stent and it was partially released automatically. The stent body was separated prematurely from the delivery wire. The physician switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 02-sep-2024 indicated that they were not able to torque the device. There was no evidence of physical material within the device. No other devices were used with the concomitant device prior to the encountered resistance. No excessive force was used with the device. There were no procedural delays due to the event. A non-sterile enterprise2 4mmx16mm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit and this together with the introducer were not returned for evaluation. The delivery wire was in good condition (i.e., no kinks, bents, or elongations). The delivery wire was subjected to dimensional analysis and all measurements were found to be within specification, including those specifications that control the attachment and delivery of the stent. Therefore, device failure is not suspected to be a contributing factor. The customer complaint regarding a stent becoming prematurely separated from the delivery wire was confirmed since the stent was noted as already separated from the delivery system; based on this condition, the issue regarding a stent being impeded in y connector cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, the returned component did not present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 8779795. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a endovascular embolization, an enterprise2 4mmx16mm intracranial stent (encr401612, 8779795) became impeded in y connector and could not advance any more. The physician retracted the stent and it was partially released automatically. The stent body was separated prematurely from the delivery wire. The physician switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 02-sep-2024 indicated that they were not able to torque the device. There was no evidence of physical material within the device. No other devices were used with the concomitant device prior to the encountered resistance. No excessive force was used with the device. There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.